Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3200 bisector was sticking in the cannula and not moving smoothly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. (B)(4).